Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited a shock impedance measurement of greater than 125 ohms. It was noted that the patient had been shocked a year ago. Technical services (ts) noted a rise in pace impedance measurements on the rate sense portion of the right ventricular lead as well as a rise on the left ventricular lead. Ts noted the pace impedance measurements had been variable over the past year. Ts discussed options. Additional information is being requested from the field. No adverse patient effects were reported.

Manufacturer narrative:
Further engineering investigation was conducted of the devices diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the shock impedance measurement of greater than 125 ohms and rise in pace impedance measurements was not associated with the devices spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device, this event is no longer deemed to be a reportable incident.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited a shock impedance measurement of greater than 125 ohms. It was noted that the patient had been shocked a year ago. Technical services (ts) noted a rise in pace impedance measurements on the rate sense portion of the right ventricular lead as well as a rise on the left ventricular lead. Ts noted the pace impedance measurements had been variable over the past year. Ts discussed options. Additional information is being requested from the field. No adverse patient effects were reported.